Event description:
The plaintiff's attorney alleged the pt experienced an unspecified injury on an unk date after the use of the product.

Manufacturer narrative:
This is one event (unspecified) for the same pt involving two separate products; associated mdrs #1225714-2014-02910 and 02911.

Manufacturer narrative:
(B)(4). Further attempts to obtain complete complaint details and upon receipt will be submitted accordingly. This is one of two device reports associated with this event. Related MFR# 1225714-2014-02910, 1225714-2014-02911.

Event description:
Additional information received noted the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest and sudden cardiac death, which is alleged to have been caused by the product administered during dialysis treatment.